Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for 9amph 12v batteries. Replacement eight 9amph 12v batteries shipped to site. Return requested for motor battery charger. Replacement motor battery charger shipped to site. On 03/04/2016 a medtronic representative performed an imaging system check-out, all areas passed. Findings are that battery levels confirmed. Charger levels, measured at 18-19, were above specification. System performed as intended. On 03/08/2016 a medtronic representative performed an imaging system check-out, all areas passed. Motors battery charger replaced. Charger/ battery levels confirmed. System performed as intended.

Event description:
A medtronic representative reported that, while driving the site's imaging system, after a surgery, the batteries did not have any power left. The medtronic representative deemed the batteries are not holding charge. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect motor battery charger finds that the reported event is confirmed. The motor battery charger fails functional bench test. The charger was tested on the functional bench test, for the at first test charger b output test for the no load, voltage reading was 32.00 vdc. Charger channels a, c and d passed. Voltage is drifting up to 34.00 vdc and back down to 30.50 vdc. This fails the voltage specification of 27.50 vdc +/- 1.50 vdc. The reported event was confirmed to be caused by an electrical failure mode.